Event description:
It was reported that a flow regulator set leaked. The event was further described as the connection between the set and "infusion tube fell off, and the remaining 200ml of liquid dripped onto the sheets and the floor". This was observed during patient infusion. The patient infusion tube was "sealed" to resolved the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital e1: initial reporter address: (B)(6). The actual device was not available; however, two (2) retained samples were evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All junctions of the retained samples underwent a push-pull test and no disconnections were noted. Functional underwater leak, air passage, and traction tests were performed with no observed issues. The reported condition was not verified on the retained samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.